Event description:
It has been reported to philips that the host pc cannot boot up. The system was not in clinical use. There was no reported patient or user harm. Troubleshooting actions showed a problem with the battery of the motherboard. After the battery of the motherboard was replaced, the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the bios battery of the mother board not providing power. The fse replaced the bios battery and returned the system to use in good working order. The codes were updated based on the investigation outcome.